Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the event of vpmr out of range was confirmed and replicated during device testing. The inspection process found a fracture on the platen, the bezel material was determined to be manufactured with valox, with the date code june 2023 (06/2023), making part one (2) year old. There were no lifted bezel inserts found or other issues identified during the inspection of the suspect device. All inspected parts were confirmed to be manufactured by bd. The event date was reported as 13jan2026, time of event was not reported. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. An analysis of the error logs did not reveal any errors or malfunctions during the reported time frame. A log review of the event logs showed that the last infusion was recorded on (B)(6) 2026 at 8:33 pm at a rate = 216 ml/h and volume to be infused (vtbi) = 30 ml. This event is not related to the reported issue. No additional information related to the reported event is available. A rate calibration test was performed using the alaris system maintenance (asm) program (v12.5). The device failed the rate calibration test and displayed the message, ¿pump module must be repaired¿. The platen assembly was temporarily replaced for testing purposes with a dchu known good platen, and the calibration task was repeated. The rate accuracy and calibration test was performed, and the suspect device was found to be within specifications, with an error rate of (B)(4). Preventive maintenance was performed to verify the correct functionality of the suspect pump module. The suspect passed all preventive maintenance tasks within specifications; no errors or failures were observed during the testing. The alaris system user manual (v12.1) provides information on warnings and cautions related to loading the administration set and closing the door. It emphasizes proper tubing placement over the pressure sensors and instructs users not to push or snap the upper fitment snugly into the upper recess, as this could lead to infusion inaccuracies. The manual also states that the device should not be modified, as modifications could affect the safety and efficacy of the bd alaris¿ system. Devices that appear damaged should not be used and must be sent to biomedical engineering for repair. Regular inspections are required to prevent damaged equipment from being returned to patient use, as doing so could result in patient harm. Additionally, the device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had during rate calibration, it states 'new vpmr 153.6 is out of range. The pump must be repaired'. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had during rate calibration, it states 'new vpmr 153.6 is out of range. The pump must be repaired'. There was no patient involvement.